Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified mid right coronary artery. A 3.00mm x12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a wolverine device. No patient complications were reported.